Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the impella cp device stopped after 12 days of use. The team attempted to troubleshoot, and finally removed and replaced the pump. No harm or injury was noted.

Manufacturer narrative:
The investigation for the reported pump stop issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause of the pump stop was blood ingress as a result of high purge pressure. The cause of the high purge pressure was most likely a kink in the purge line. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation into the reported pump stop has been completed. The data logs confirmed the high purge pressure and purge system blocked alarms followed by a high motor current pump stop. The spike in motor current is instant suggesting a kink in the purge line. The pump was returned and the was unable to start. Purge was run and the high purge pressure alarms were reproduced. The pump was torn down and blood was found in the motor. The root cause of the pump stop was determined to be blood ingress due to high purge pressure. This device was also used beyond its design life of 8 days per the design trace matrix. Corrected information provided in h10.